Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
It was reported that a patient with a patient who had a revision that included a poly exchange had questions. After multiple unsuccessful attempts to gather additional information, the event date, the devices, and the reason for the revision is unknown and no devices were identified as returned relating to this unknown event. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00514 and 1038671-2018-00515.